Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they could not charge their ins and their recharger won't connect to the ins since last night. Pt noted "it's tingling right now" (pss understood this as their stimulation was on). Patient services specialist (pss) had the pt attempt to recharge their ins, but saw the "reposition antenna" message. Pss had the pt connect their pt programmer to their ins, but saw the ins charge level was low message. Pt mentioned the last time they charged their ins was "sunday or monday." Pt noted the screw that holds the panel that lays over the recharger antenna cord was loose. Pss had the pt unscrew the screw and firmly connect the recharger antenna to the recharger and screw in the screw. Pt initiated a charge session to their ins and was able to start to charge with coupl ing bars. The troubleshooting steps that were taken on the call resolved the issue. Pss emailed device registration to update the pt's address. Pt noted they saw an "eri" message probably 3 weeks ago. Pss reviewed "eri" with the pt and re-directed the pt to their hcp for next steps. No symptoms were reported. Additional information was received from the patient. It was reported that the hcp was able to determine the cause of the issue, the battery will be replaced on (B)(6) 2022.

Manufacturer narrative:
Concomitant medical products: product ID 97754 lot# serial# (B)(4) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97754 lot# serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that the ins was discarded.